Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and noisy signals. Sensing and impendence measurements were within the normal range. Subsequently this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.